Event description:
Spontaneous communication: nurse, reported "pt's pump beeped continuously during her infusion, saying that there was air in her line, although it was not. I attempted all of the tricks to fix the problem, flushing her line, priming the tubing again, turning the machine off, changing her tubing. Can we please get a replacement? Her next infusion is scheduled on (B)(6) 2023". No missed doses or adverse events were reported due to defective device. Unknown if defective device is on hand for return to the manufacturer. Product lot number and expiration date were not provided. No additional information available. Reported to (B)(6) by: health professional.